Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) consistently generated calibration postponed and unable to calibrate alarms. The customer had gone through all the appropriate troubleshooting steps and got a chest x-ray right before the call which the md interpreted as in "proper position". Md was in the background during the call and was adamant that the tip was not the problem, despite a texted picture showing catheter whip on the arterial pressure (ap) waveform. The patient was on ECMO but had adequate pressure to calibrate. I had them unplug the fiber optic cable and switch to a transduced pressure source. They were able to transduce a radial arterial line to the bedside monitor then slave the image back to the console. They were satisfied with the waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4)

Event description:
N/a